Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017 the patient¿s lvad system had intermittent high flows and the patient had a lactate dehydrogenase (ldh) of 1,132 u/l. The prior day, the patient¿s ldh was 740 u/l and aggrastat was discontinued due to drop in hemoglobin. The patient was on a heparin infusion and coumadin. The submitted log file was reviewed by a representative of the manufacturer's technical services team and did not reveal any indication of thrombus being present within the motor chamber. However, per technical services, that did not mean that thrombus was not present in the circulatory loop. Additional information was requested, but was not provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported elevated ldh could not be conclusively determined. Evaluation of the submitted system controller log file contained data from (B)(6) 2017 through (B)(6) 2017 and appeared to show the pump operating normally with pump power, estimated flow, and average pi remaining stable. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. No notable changes in pump parameters such as elevations in pump power/estimated flow were observed in the log file data. Additional information was provided by the account on (B)(6) 2017 indicating that the patient's ldh had decreased down to 559 u/l on (B)(6) 2017 and was currently down to about 400 u/l with a stable inr and prothrombin time. A CT scan of the heart showed no evidence of thrombus. It was noted that the patient was restarted on aspirin therapy. The patient was discharged to rehabilitation on (B)(6) 2017 and was then discharged home on (B)(6) 2017. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that after hospitalization the patient had been discharged to a rehabilitation facility on (B)(6) 2017 and then discharged home on (B)(6) 2017. A CT scan of the patient¿s abdomen/pelvis was negative for retroperitoneal (rp) bleed and CT scan of the heart did not find thrombus. In addition to treatment with heparin, the patient was restarted on aspirin on an unspecified date. The patient's lactate dehydrogenase on (B)(6) 2017 was 559 u/l. On (B)(6) 2017, it was reported that the patient¿s ldh was down to approximately 400 u/l. Pt and inr was reportedly stable.